Event description:
Allegedly the instrument arrived in a broken condition.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00025.

Manufacturer narrative:
Conclusion: device failure directly contributed to event visually examined. Photographic images made. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 754580. Device history record reviewed. (B)(4) - undetermined.